Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or unexpected failed battery test alarm was noted during testing. However, the pump had intermittent button response due to corroded up and down button on the keypad traces. The pump also had minor scratches on the lcd window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, a stained end cap sticker and a cracked case at the reservoir tube window corners.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons are not responding. Customer stated that she first she received a failed battery test; she changed the battery and then got the button error. Customer does not recall any significant events leading to the alarm. Blood glucose value is 249 mg/dl. Nothing further reported.